Manufacturer narrative:
Results: bd did not receive any samples or photos from the customer in support of this complaint. The lot in process record was rechecked, lot size 20050 pcs, accordingly to sanxin semi-finished product inspection, the air filter water resistant criteria sample level: 1 mold [0 1], inspect 1 time, no leakage found. Recheck same lot finished product, lot size 20050 pcs, leakage performance criteria sampling level s-2, aql1.0, sampling plan: 13 [0 1], no leakage found. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Since no sample returned, potential root cause: - during ultrasonic welding, the mold and air vent welding is incomplete due to uneven leveling of tooling. - incomplete welding or welding deviation maybe caused by loose fixture. Corrective action: implement checks that mechanics are required to do spot inspection for fixture tooling of spike and chamber assembly machine before each shift turnover to ensure fixture tooling have no deviation. Reeducate equipment operator on inspection of welding. Establish a process control chart for this issue, when it exceed the control line, operator is required to shut down the equipment and notify the mechanics to debug.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd¿ IV set s404f w/o bp y-conn ev was found leaking from the chamber cap. There was no report of injury or medical intervention needed